Event description:
It was reported that balloon ruptured and shaft break occurred. The 70% stenosed target lesion was an area of instent restenosis of a previously implanted 14mm stent located in a fistula in the moderately calcified subclavian artery. A 7fr unspecified sheath was placed. A 14-4/5.8/75 xxl¿ vascular balloon catheter was advanced into the previously implanted stent to dilate the lesion; however, the balloon ruptured at 8atm.. The physician pulled back the balloon catheter and it came out of the previously implanted stent smoothly; however, it would not pull into the 7fr sheath. The physician attempted to pull the device out with the sheath but the balloon catheter would not budge. The balloon shaft that was outside the body was cut. The physician switched to a larger 10fr sheath and again attempted pulled out the balloon. It was noted that the shaft of the balloon broke in the middle of the balloon. After several attempts to retrieve the piece of the balloon still inside the vein with two different snares, while occluding the blood flow, the physician took out everything except the unspecified wire and dug inside the opening with the hemostats to grab the balloon. A 3cm piece of the balloon and shaft were pulled from the site. The blood flow was minimal at this time. The procedure was completed by opening the access with using new balloons. No patient complications were reported. The patient was release to go home and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was received in three sections; two breaks were identified along the shaft including one within the balloon material where a complete circumferential tear was noted. Significant amounts of blood were visible in the inflation lumen indicating the device had been used. A visual examination of the returned device identified a complete circumferential tear in the balloon material. The tear was identified 30mm distal to the proximal touch up. The shaft was broken at two separate positions; the first break was identified 15mm proximal to the tip within the balloon. There was evidence of material resistance at both break sites. A visual examination found that the shaft was severely kinked at the position of the circumferential tear. This type of damage is consistent with excessive force being applied to the delivery system. The second break was identified 15mm distal to the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured and shaft break occurred. The 70% stenosed target lesion was an area of instent restenosis of a previously implanted 14mm stent located in a fistula in the moderately calcified subclavian artery. A 7fr unspecified sheath was placed. A 14-4/5.8/75 xxl¿ vascular balloon catheter was advanced into the previously implanted stent to dilate the lesion; however, the balloon ruptured at 8atm. The physician pulled back the balloon catheter and it came out of the previously implanted stent smoothly; however, it would not pull into the 7fr sheath. The physician attempted to pull the device out with the sheath but the balloon catheter would not budge. The balloon shaft that was outside the body was cut. The physician switched to a larger 10fr sheath and again attempted pulled out the balloon. It was noted that the shaft of the balloon broke in the middle of the balloon. After several attempts to retrieve the piece of the balloon still inside the vein with two different snares, while occluding the blood flow, the physician took out everything except the unspecified wire and dug inside the opening with the hemostats to grab the balloon. A 3cm piece of the balloon and shaft were pulled from the site. The blood flow was minimal at this time. The procedure was completed by opening the access with using new balloons. No patient complications were reported. The patient was release to go home and the patient's status was fine.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).